Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with moisture on keypad traces. No button error alarm noted and all of the buttons functioned properly. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corner, scratched case and missing end cap sticker

Event description:
It was reported the insulin pump alarmed button error. Customer blood glucose was unknown. Customer's mother does not know if the device was exposed to moisture. No further information reported.